Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited helix rotation issues and also dislodged. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.